Event description:
The ge oec 9600 fluoroscopy system had displayed "temperature sensor error."

Manufacturer narrative:
A ge oec service representative investigated the issue and found severe arcing on the anode hv cable. The cable was cleaned and re-greased. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.